Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) went on-site, decontaminated the instrument and verified instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that false low results were generated by the unicel dxc 800 pro synchron chemistry analyzer for sodium (na), potassium (k) and chloride (cl). The results were reported outside of the laboratory. When the issue was noted, samples were rerun, reports were amended. Multiple attempts were made to obtain data from the customer but data was not received. There was no death, injury or change to patient treatment with regard to this event.